Event description:
The pt "received multiple shocks due to noise on the v lead which could not be replicated." This device was replaced with lumax 540 dr-t, (B) (4). Linox sd 65/16, (B) (4), MDR 1028232-2009-01037.